Manufacturer narrative:
The insulin pump passed the self test and no error alarms were noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 495 mg/dl. Customer stated that she feels fine and that it was diet related. Customer needed to finish changing the set. Pump was not stored or not in use for an extended period of time. Customer also had an external ram error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.